Event description:
The physician planned to perform a peroral cholangioscopy and laser lithotripsy procedure on (B)(6) 2010 due to suspected stone(s). Originally, general anesthesia was planned for this case, but anesthesiologist was not available before late afternoon. Sedation of the patient was performed with propofol. An additional dose of propofol was needed to achieve what was described as "good sedation." The specific amounts of propofol administered at these times were requested but not provided. The olympus tjf-160vr duodenoscope was inserted and placed in front of the papilla. A sphincterotomy had already been performed in a previous ercp procedure and was not performed at this time. An ercp catheter was used to insert a cook metro wire guide into the right hepatic duct. The cook endoscopy cholangioscopy access balloon was inflated outside the patient and endoscope to test inflation and verify integrity. The wire loop located at the end of the cholangioscopy access balloon was used to advance the balloon over the wire guide. The balloon was advanced and placed inside the right hepatic duct. The balloon was inflated with 6cc of air and inflation was locked into position. The balloon was then deflated to facilitate removal of the wire guide. The wire guide was removed, leaving the balloon inside the right hepatic duct. The balloon was inflated with 6cc of air and inflation was locked in position. The catheter was gently pulled to verify stable balloon position within duct. The balloon handle was removed and the duodenoscope was removed from the patient and balloon catheter while maintaining fluoroscopic control of balloon position. Lubrication was applied to the proximal end of the balloon catheter and the transfer tube was placed into the working channel of an olympus gif-n180 ultraslim endoscope. The ultraslim endoscope was backloaded onto the catheter of the cholangioscopy access balloon and the balloon catheter was pulled back to avoid looping of the balloon catheter inside the stomach. The ultraslim endoscope was advanced into the duodenum (over the balloon catheter). With the ultraslim endoscope in front of the papilla, it took three to four attempts (described as changing of scope position) to advance the ultraslim endoscope through the papilla into the bile duct. The ultraslim endoscope was advanced slowly through the common bile duct and into the right hepatic duct up to where the cholangioscopy access balloon was anchored in the duct. This advancement was described as smooth and no stones were visible. The ultraslim endoscope was slowly pulled back 2 to 3 cm. The balloon handle was advanced onto the balloon device to deflate the balloon with the syringe. During the first attempt to remove the balloon from the ultraslim, endoscope channel was not successful because it seemed that not all of the balloon air had been removed during deflation. Therefore, the remaining air was aspirated with the syringe. At this time, the balloon was removed from the endoscope and patient. What was reported to be a "small area with reddish mucosa" was endoscopically visible inside the bile duct. The physician indicated this was located in the area where the balloon was placed. There were no issues or medical interventions related to the reported reddish mucosa. The endoscope was slowly withdrawn to take pictures of the bile duct. At this time, the patient's oxygen saturation reportedly "went down a bit" and the nurse began to use a suction catheter to remove saliva from mouth and pharynx. Nurse provided warning that the skin of the patient was becoming blue in appearance. Physician indicated the procedure was nearly finished and use of the suction catheter to remove saliva continued. Nurse reportedly reinforced warning related to patient situation and the ultraslim endoscope was completely removed from the patient. A guedel tube was introduced to keep the airway unblocked. Ventilation was provided with ambu-bag and oxygen (attached to ambu-bag). The patient was reported to have cardiac problems and reanimation of the patient began. The oxygen saturation improved. The emergency team arrived and took over patient care. The anesthesiologist asked what happened and also asked why there was blood on the face of the patient and pillow. The source and reason for the reported bleeding is unknown at this time. When additional information was requested, the cook area representative indicated it seems bleeding started at end of procedure, when reanimation started, but this could not be confirmed due to the position of the cook area representative. The cook area representative indicated, it seemed to be bleeding out of the nose, but no definite reason is available. We were unable to determine if the reported bleeding was related to this event because it happened at end of procedure (when scope was already taken out). The reanimation lasted for nearly 90 minutes and then the patient was transferred to the intensive care unit (ICU). After one hour, cook personnel were informed by the physician that the patient had an air embolism and the air embolism is reportedly related to the cardiac problems. This information was provided to the physician by the emergency team. No section of the device remained inside the patient's body. The additional procedures required were described as reanimation and treatment of air embolism. The patient died in the night of (B)(6) 2010 (i.e. Early morning hours of (B)(6) 2010). An autopsy was performed on (B)(6) 2010. The cause of death listed on the autopsy report was requested, but official information was not provided to cook personnel.

Manufacturer narrative:
(B)(4); (B)(4). Evaluation: the description indicated the balloon functioned properly; the information provided did not allege a product malfunction occurred. The product said to be involved was not returned to cook endoscopy. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all cholangioscopy access balloons are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The information provided indicated endoscopic air was used to insufflate the ducts during the procedure. All of the information provided by the physician regarding this event was reviewed with clinical personnel. An air embolism involves entry of air into the bloodstream. The air that caused the air embolism could have been provided by the air function of the endoscope. An autopsy was performed on (B)(6) 2010. The cause of death listed on the autopsy report was requested, but not provided to cook. Corrective actions: an internal corrective action (i.e. CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. In response to this adverse event and out of an abundance of caution, further distribution of the cook endoscopy cholangioscopy access balloons (B)(4) was discontinued on november 4, 2010. Although there has been no report of product malfunction, this distribution stop was carried out to further evaluate the information provided regarding air embolism. Cook is in the process of evaluating the situation to determine the appropriate actions. Customer quality assurance will continue to monitor for complaint trends.